Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose level increased to 250 mg/dl while wearing the pod between 5 and 24 hours. The pod was reported to be coming loose from the infusion site (abdomen), causing the cannula to dislodge. Although the cannula appeared to be inserted, the patient reported pain at the site and suspected that insulin was not being delivered effectively. It was also noted that the issue may have been related to bleeding at the time of insertion. As treatment, the patient removed the pod and placed a new one.